Manufacturer narrative:
Patient information was unavailable from the site. The event date is currently unknown and is estimated to be (B)(6) 2018. No parts returned to the manufacturer for analysis. Device manufacturing date unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a procedure. It was reported that the navigation driver was broken. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The driver tip broke off. It was stated by the site that the sclerotic bone was very hard. An alternative driver was then utilized to continue and complete the procedure. There was no delay to the procedure.